Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.

Manufacturer narrative:
(E1) - initial reporter city (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was good.